Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer biomed ran full calibration and performance testing without any issues. The biomed ran the unit for 17 hours and the reported issue did not repeat. The iabp was returned and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) functioned for five or six minutes, then iabp alarmed "iab disconnected" and the iabp went into standby. The customer states this issue occurred with one other unit (the other event reported in tw# (B)(4)). The end user checked and confirmed all connections and nothing was found to be disconnected. The iabp was then restarted and the issue was resolved. There was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The customer reported that there were two iabps in their possession that experienced the same reported failure; however, they were unable to identify which serial number was associated with this complaint. The facility¿s engineering technician was able to confirm that he evaluated both iabps, no parts were replaced and no repair was needed. The technician performed full calibration and performance testing without any issues or calibrations needed. The iabp ran for 17 hours without the error occurring again. The iabp unit was cleared for clinical use after testing. The 2nd iabp mentioned above was reported under mfg report# 2249723-2019-00552.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) functioned for five or six minutes, then iabp alarmed "iab disconnected" and the iabp went into standby. The customer states this issue occurred with one other unit (report submitted under mfg report# 2249723-2019-00552). The end user checked and confirmed all connections and nothing was found to be disconnected. The iabp was then restarted and the issue was resolved. There was no patient harm or adverse event reported.